Manufacturer narrative:
Post-operative CT imaging showed that the components were not placed in their intended positions. The devices were removed on (B)(6) 2018 and new devices are being designed and manufactured to accommodate the patient's current occlusion.

Event description:
The surgeon was unable to achieve his operative plan which resulted in malpositioned implant components. He elected to remove the devices so that revision components could be designed and manufactured